Event description:
The following has been reported: biomed reported: it was reported that the pump is defective. Customer cleaned the av (actuator valve) and cassette pins and tested the pump. Searched though history logs there was a pump problem on (B)(6). A preliminary review identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.